Event description:
Consumer describes "an incident involving an arjo maxilift patient sling lift, wherein the spiral pivot pin that supported the hanger bar sheared and resulted in a life-threatening injury to his mother." According to the complainant, this product was recalled in 05/2000 due to failure of the pivot pin which connects the spreader bar to the end of the lift arm. The device in question was model #ma0510, serial number indicating it was mfg in 1995 and should have been upgraded as indicated by the recall. The complainant contends that the MFR has sold older models of the product that have "mislabled serial numbers" in order to prevent them from being subject to the recall.